Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call by customer's mother that the insulin pump alarmed button error. Customer stated the button error alarm did not occurred right after the pump was exposed to moisture. Customer's blood glucose was 184mg/dl. Advised customer to discontinue the use of the pump and revert to back up plan.